Event description:
It was reported that there was noise on the right ventricular (rv) channel of the pacemaker system. The noise was sensed and led to stored episodes of non-sustained ventricular tachycardia and pacing inhibition (longest period approximately 1.6 seconds). The patient was dependent and experienced some dizziness. The rv threshold was stable at 1.4 v and the sensitivity was set to 2.5 mv. Technical services discussed that the short periods of rv noise were consistent with a lead integrity issue. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).